Event description:
The customer reported that she went to the emergency room due to high blood glucose levels, with a reading of 563 mg/dl. The customer stated that she also experienced blurred vision. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date, but the basal rates were incorrect. Assisted the customer with the correct basal rate settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.